Manufacturer narrative:
Concomitant medical products: 60ml monoject syringe, therapy date unk. No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the facility recently re-introduced monoject 60ml syringes after using bd syringes during the monoject syringe shortage. The nurses have seen an increase in occlusion alarms with continuous infusions of vasopressors at rates between 0.06ml/hr and 3 ml/hr through a PICC line when using the 60ml monoject syringes in the syringe module. The alarms are occurring at the beginning of the infusions and intermittently throughout the infusions. The customer stated that a ¿patient became hypotensive and required a fluid bolus.¿ the events are occurring in the (B)(6).